Event description:
Dense adhesions of the rectus to the fascia noted during caesarean section. The area was weeping and oozing. A jackson-pratt drain was placed. The second day post-op, the jackson-pratt drain snapped during removal. The pt went to or for retrieval of the retained portion of the drain. There was no apparent adverse sequelae.